Event description:
As reported by the user facility: (B)(4). Serial # (B)(4). Incident date: (B)(6) 2013. The bag that was hanging 1ml hospira bag of mag sulfate 40 mg/ml. The tubing 490102 with the asv was on the set, 415062. Nurse observed pt who seemed to be extremely lethargic. When she checked the IV infusion 500 mls was infused, and it should have been only 75mls. This happened in 1.5 hr. The pump was set to infuse at a rate of 50ml/hr. Nurse flushed the IV site. No pt injury or treatment. Ref MFR # 9610825-2013-00216.